Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in step 10 power down cycler after ending pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. An air detected in cassette warning occurred during drain 0 of 4 of treatment. Fluid was seen leaking from a hole in the cassette. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cycler door as well. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment to let the cycler dry out. Treatment was performed successfully the next day without issue. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in step 10 power down cycler after ending pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. An air detected in cassette warning occurred during drain 0 of 4 of treatment. Fluid was seen leaking from a hole in the cassette. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that fluid was found inside the cycler door as well. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment to let the cycler dry out. Treatment was performed successfully the next day without issue. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.